Event description:
It was reported that a physician attempted placement of the proglide suture using the pre-close technique prior to a abdominal aortic aneurysm (aaa) interventional procedure in the right common femoral artery. Reportedly, the foot would not retract to the original position. A second proglide was used with the same results. A third and fourth proglide were used to complete the procedure and achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other proglide is being filed under a separate medwatch MFR number. The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. The foot retraction, or parking, is verified during the manufacturing process and at the final inspection, prior to packaging the device. A sample of the lot is taken for lot acceptance testing and a functional verification test. Lot acceptance also verifies lot build quality. The lot acceptance met specification. Based on the reported information, the cause of the reported experience of difficulty foot retraction during the use of the proglide device could not be determined. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.